Event description:
It was reported that an ilet device intermittently required multiple attempts to wake the screen, and the user was advised to clean hands and target the notch before pressing. The user planned to monitor the issue. No reported adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included user education and troubleshooting performed remotely. Investigation of this case revealed that the device functioned after repeated attempts and no alarms occurred. It was concluded that the event was non-serious and the device remained in use, with no device failure confirmed.